Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported entrapment of device was due to a combination of challenging anatomy (restricted posterior leaflet and prolapse) and operational context. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed on the leaflets and on the entrapped chordae. The reported unexpected medical intervention was a result of case specific circumstances as the clip was stuck on the chordae and was implanted partly on the chordae in order to be able to remove the clip delivery system (cds) from the anatomy. The reported poor image resolution was also due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip referenced is filed under a separate medwatch report number.

Event description:
This will be filed to report clip entrapment with the chordae and could not be removed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) (cds0701-xtw, 00919u150) was advanced to the mitral valve and clip was deployed in the center of the valve to target a prolapsed segment. The clip was well seeded in the anterior and posterior leaflet; however, the length of the posterior leaflet was really long which caused the clip to have some mobility. A second cds (cds0701-xt, 00818u123) was advanced to further reduce mr and to stabilize the first clip. Imaging became difficult due to the shadowing of the first clip. The second clip immediately became entangled with chordae. Troubleshooting was performed to free the clip, but was unsuccessful. Therefore, the physician attempted to grasp the leaflets knowing the clip was stuck and having no other option. The clip grasped both posterior and anterior leaflets and the clip was deployed. Two clips implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.